Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used in each procedure? Citation: international urology and nephrology. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: hemostatic agent use during partial nephrectomy: trends, outcomes, and associated costs. Authors: adri m. Durant, erik lehman, haley robyak1, suzanne b. Merrill, matthew g. Kaag, and jay d. Raman. Citation: international urology and nephrology. Https://doi.org/10.1007/s11255-020-02538-3. The aim of this non-randomized retrospective study is to evaluate the ability of hemostatic agents (ha) to limit bleeding complications following partial nephrectomy (pn) and determine ha usage and costs as well as factors associated with post-operative bleeding complications. Between 2002 and 2018, 429 patients with mean age of 57 years (n=231 male, n=198 female with mean bmi of 32.0±7.0) with pathologically confirmed kidney cancer underwent robotic partial nephrectomy (rpn) (n=199), open partial nephrectomy (opn) (n=163), or laparoscopic partial nephrectomy (lpn) (n=66). Hemostatic agents were used in 288 cases ranging from single agent, two agents, and three agents. The most frequently used agent was surgicel (ethicon) (92%) while the less frequently used agents either in combination or alone was avitene and evicel (ethicon) (8%). Use of ha were commonly incorporated during the renorrhaphy step or applied on the final inspection once adequate hemostasis was determined. Post-partial nephrectomy bleeding complications included anemia defined as hemoglobin less than 8 (n=14), acute hemorrhage (n=10), and hematuria (n=1); however, it is not clear if these complications occurred in the patients used with either surgicel (ethicon) or evicel (ethicon) nor is it clear if the adverse event is directly attributable to the hemostatic agents. The majority of post-operative complications occurred in opn (n=14) and lpn (n=7) with 4 complications arising from rpn. Treatment included conservative management (n=17), angioembolization (n=5), and re-operation (n=3). The use of ha during pn was not associated with lower rates of bleeding complications. Therefore, judicious use in a case-specific manner is requisite to limit potentially unnecessary operative cost.